Manufacturer narrative:
(B)(4). Batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) What is the most current patient health status and condition? What is meant by "rupture of the staple"? Where the staples formed correctly? If so was a part of the staple line open? How was the issue addressed? Is ICU observation a part of the normal routine of the procedure or was this due to the issue with the "rupture of the staple"? A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that there was rupture of the staple in the suture of the enterogastric anastomosis. It was reported difficulty to pass the stapler in the trocar. Patient is currently under observation in the ICU.

Manufacturer narrative:
(B)(4). Date sent: 1/19/2023. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional information was requested, and the following was obtained: was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) What is the most current patient health status and condition? What is meant by "rupture of the staple"? Where the staples formed correctly? If so was a part of the staple line open? How was the issue addressed? Is ICU observation a part of the normal routine of the procedure or was this due to the issue with the "rupture of the staple"? Answer - the patient evolved very well until saturday (B)(6) 2022 and was discharged from the hospital. On thursday, (B)(6) 2022, the patient returned and an abdominal CT scan was performed with oral contrast, the result was normal without any problems. Considering the clinical evolution and the exams, she was discharged from the hospital on saturday afternoon, on sunday night the patient returns to the hospital with abdominal pain, tachycardia, and abdominal distension, she was admitted to the ICU; CT showed free air in the abdomen, an eda was done and showed an opening in the staple line at the angle of hiss, i.e. Opened in another location. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Prior to firing did the healthcare professional wait 15 seconds prior to firing? Was the device difficult to close? Was the device difficult to fire? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. How many days postoperative did the leak occur? What was observed at the site of the leak upon reoperation? How was the leak addressed? What is the current patient status?